Manufacturer narrative:
(B)(4). Batch #: v94d2x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However the device worked properly with footswitch. No communication issues were observed at any time during the testing. The instrument was disassembled to inspect the internal components and it was noted that one internal wire was disconnected from a the hand activation switch button. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the gen11 failed to recognize a enseal. There were no patient consequences.